Manufacturer narrative:
This MDR submitted 09/19/2012 references itc (B)(4). Customer tested with instrument serial numbers (B)(4). Method code: process evaluation performed. Cuvette device history records reviewed and found to meet specifications. A site visit was conducted by itc personnel on (B)(4) 2012 to observe act+ test performance and the testing process in the (B)(6) university medical center, (B)(6). During the visit, sampling technique issues were identified by itc, which contributed to the discrepancy in results. These observations were acknowledged by the hospital staff and recommendations were provided for improvement of test performance.

Event description:
Healthcare professional reports lower than expected act+ results with hemochron elite microcoagulation system during electrophysiology lab application. The expected target time is >350 seconds. They are observing occurrences in which act+ results unexpectedly decrease and results are remaining lower than expected although subsequent doses of heparin were administered. There has been an increase in the number of embolic issues, including clot formation in the sheaths when act+ results are within the expected target range of >350 seconds. Details as to the number of occurrences, specific pt events, current pt statuses, or other adverse events have not been reported to itc. Sampling technique issues were subsequently identified by itc, which contributed to the discrepancy in results reported.